Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in 1939. Initial reporter: this report was received from a nurse via the baxter patient support program (patients retention program (B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and extraneal/physioneal/nutraneal therapies were ongoing. No additional information is available.